Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer experience of the display screen turning grey however the micro processor unit was replaced as a preventive, it was also noted that it took the programmer over a minute to fully boot and therefore the hard drive was reimaged and the software reloaded. (B)(4).

Event description:
It was reported that the color of the programmer screen would sometimes turn gray. It was further reported that it was during a patient check and that a different programmer was used. The programmer was returned for service. It was also requested that the programmer receive a test and calibration. No patient complications have been reported as a result of this event.